Event description:
Patient awakened at home with tachycardia 120bpm. The pt has a newly implanted medtronic concerto model ICD with pacing parameters of 70 and 120. Went to emergency room around 10:30pm. The ER dr was not conversant with interrogating an ICD and phoned medtronic whose nyc rep said that the concerto model was a brand new wireless monitored device and the only interrogating machine for it was 40 miles away from hospital in another city at another hosp which she could not retrieve until 7:00am. -this turned out to be inaccurate insofar as other non-wireless medtronic interrogating laptops are suitable for use with the wireless concerto ICD-. The pt laid on a gurney in the ER when at about 2:30 am the ICD apparently reset itself to the 70-75bpm paced rhythm. The pt was sent home for followup with his cardiolgist. The following day, the pt had his concerto interrogated by cardiology consultants, where a pa-c adjusted the malfunctioning ICD to avert getting hung up at 120bpm tachycardia. The medtronic laptop used to reprogram the malfunctioning ICD pacer was not wireless but effective.